Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(4), the customer was reached and customer reported issues with his sensor. Customer stated the sensor had worked fine. During the night the device alarmed no delivery started alarming, which the customer didn't hear, and basal rates shut off. Customer's sensor reading was 58 mg/dl and blood glucose was 237 mg/dl. Customer didn't calibrate and in the morning at 5:00 the device alarmed he was low again. Sensor reading was in 60 mg/dl range and blood glucose was over 300 mg/dl. Customer was unable to troubleshoot. He is not returning the sensor for analysis.